Manufacturer narrative:
The initial MDR 2432235-2012-00387 was filed on (B)(4) 2012. (B)(4) 2012: additional information: the corrections and removal report (crr) was filed with the FDA on (B)(4) 2012. The crr number is 2432235-11/28/2012-007-c.

Event description:
Falsely elevated insulin-like growth factor (igf-1) results were obtained on a patient sample on an immulite 2000 instrument. The patient's igf-1 results have been increasing over time. The results were reported to the physician(s), who questioned the results because they do not fit the clinical picture of the patient. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The cause of the falsely elevated igf-1 results is unknown. An urgent field safety notice (ufsn), (B)(4)- "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in (B)(6) 2012. Siemens is investigating this issue.